Manufacturer narrative:
H11 h3, h6 the reported devices were received for evaluation. A visual inspection revealed they were not in their original packaging. The insertion devices were returned pret1 setting with no suture and no implants returned. There is biological debris on the devices. A functional evaluation was performed on the returned devices and found they cycle as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that can contribute to the reported event include second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a knee arthroscopy, both implants of (4) four fast-fix devices were inserted at once, making the meniscus repair impossible. The procedure was resumed, with a non-significant delay, using an equivalent s+n back-up. The patient was exposed to additional anesthesia. No further complications were reported.